Event description:
Boston scientific received info that this implantable lead displayed pacing impedances of greater than 3000 ohms and no capture at 5 volts. The local field representative reported that the pt would be brought in for a lead eval. No adverse pt effects were reported. The lead remains in service. As of today, no additional info is available and at this time, our investigation is complete. Should additional info become available, this report will be updated. The type of intervention performed, if any, is unk.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.